Event description:
Allegedly the pt. Was revised due to unknown reasons. (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2014-01683. This report will be updated when investigation is complete.